Event description:
It was reported that the pt had been hospitalized due to an increase in seizures. The increase was above pre-implant levels. The pt was released and hospitalized again approximately 3 weeks later for an additional increase in seizures. The pt was treated and released. Good faith attempts to obtain additional info from the pt's treating physician have been unsuccessful as the pt has not contacted the physician to report the increase in seizures. The pt's generator has been replaced and the explanted generator has been received by the MFR for analysis; however, device evaluation has not been completed.